Manufacturer narrative:
Analysis of the ins serial # (B)(4) found that the connector part(s) were out of alignment and a strain relief issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a manufacturer&#62688;representative (rep) about lead insertion difficulty during surgery. It was confirmed that the header bore was clear and set screw was backed out of the bore, the lead was still not able to be inserted into the implantable neurostimulator (ins). The rep reported that it was attempted to back out the set screw prior to the call. It was also confirmed that none of the contacts looked out of round. Rep confirmed that the blue tip was visible and fully seated, it was tightened with the torque wrench and lightly tugged on; the lead did not stay in place. It was noted that the lead was getting stuck with the 0 electrode outside of the header block. There was no visible damage to the lead. The rep reported that there was no lead difficulty and that the ins that would not let that lead connect all the way, so a new ins was used and everything worked fine. No patient symptoms reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.